Event description:
Olympus was informed that during a unspecified procedure, upon withdrawal of the device it was noticed that the distal end of the scope was missing and had fallen inside the patient's lung. An x-ray was performed and a 8x4 mm rectangular foreign object was observed in the left upper region of the patient's lung. The patient was transferred to another facility. Olympus followed up with the user facility to obtain additional information via phone and email regarding the reported event, but with limited results. Olympus was informed that the reported event was being handled by the user facility's legal department. No additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. Review of the instrument history shows the device was purchased on (B)(6) 2005 and the last service was performed on (B)(6) 2012. The evaluation found that the device failed leak test at the control body, around the suction port and at the bending section cover glue. The device was refurbished and returned to the user facility.